Event description:
The device operator reportedly observed no vertical deflection on the device's crt screen during pt use. There was no adverse effect to the pt as a result of the reported malfunction.